Event description:
It was reported that during a living related transplant lap donor nephrectomy, the device was fired and cut but no staples were deployed. The procedure was converted. Additional information: the procedure was a live donor nephrectomy. During the stapling of the renal artery, the vessel was transected but the staples did not form across the full length of the cartridge. Looking at the instrument, the drivers are up at the proximal end of the cartridge but the drivers are not showing at the distal end of the cartridge. On one side of the cartridge, the drivers are up most of the length of the cartridge but on the opposite side just over half of the staples have not deployed. Unfortunately, the side where most staples have not formed was the aorta side. The cartridge is complete and does not look unusual apart from the driver pattern. Blood loss was 800ml. Fortunately both the donor and the recipient are recovering well. On discussion with the professor, he said he had used several ligaclips to take some smaller vessels on the aortic side of the renal artery. He has been thinking a lot about the case in the past week - and he does wonder if he may have come into contact with one of the clips as he fired the gun.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Wedge band bypass. Evaluation summary: the analysis results found that the atw35 device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was partially fired 1/2. The cartridge lockout was found normal. In addition, the cartridge deck was found damaged, the damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens, the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run. When the mechanism is forced the wedge band will bypass the sled. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process.